Event description:
Boston scientific crm (bsc) received information that prior to an open heart bypass procedure, the patient with this pacing system was noted with high atrial thresholds. The field representative programmed the pacemaker with outputs that met or exceeded the threshold safety margins on the atrial and right ventricular leads. The pacemaker was also programmed with a lower rate limit of 72 ppm per the physician's request. During the open heart procedure, non-capture occurred (not specified as atrial or ventricular) with an abnormal rhythm. External pacing resulted in pulseless electrical activity (pea). Asystole then occurred, and the patient died three minutes later. A post-surgical autopsy was performed, however no cause of death was determined. The physician stated the pacemaker did not cause or contribute to the event. The pacemaker is part the insignia microcrystal failure mode 2 advisory, however did not exhibit any symptoms consistent with those described in the advisory.

Manufacturer narrative:
No additional information is available at this time. If a product is returned, or additional information becomes available, this event will be updated.